Event description:
It was reported that while screwing the adapter onto the pump during a full supply change, the user noted insulin on their hand with insulin odor consistent with a leak, with no insulin observed inside the pump, tubing secured, cartridge not overfilled, and the pump fully rewound, and the site adhesive was not sticky; the reported device problem involved a fluid leak associated with the connector component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact, and blood glucose remained unaffected. Investigation of this case revealed evidence consistent with a leakage at a seal or interface, corresponding to a fluid leak at the connector/coupler. The user was guided to replace supplies, change the short piece of tubing, perform fill tubing, and fill cannula, with no further concerns reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.